Manufacturer narrative:
Upon further review, bd has determined that this MDR was reported in error as it was found to be a cascading failure of an event previously reported. H11: section a through f - the information provided by bd represents all the known information at this time. Despite good faith efforts to obtain additional information, the complainant/reporter was unable or unwilling to provide any further patient, product, or procedural details to bd.

Event description:
It was reported that there was a leakage at the connection of the flexible hose of the dignishield with the hardened attachment as observed in first photo attached. Also stated that a leakage had been detected at the coupling between the collection bag and the attachment as shown in second photo and third photo. Also stated that the employees found that they had to apply a lot of pressure to make the coupling between bag and hose.

Event description:
It was reported that there was a leakage at the connection of the flexible hose of the dignishield with the hardened attachment as observed in first photo attached. Also stated that a leakage had been detected at the coupling between the collection bag and the attachment as shown in second photo and third photo. Also stated that the employees found that they had to apply a lot of pressure to make the coupling between bag and hose.

Manufacturer narrative:
The investigation is still in progress. Once the investigation is complete a supplemental report will be filed. H11: section a through f - the information provided by bd represents all the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd.